Event description:
Outbound. Patient reports that today, cadd ms3 pump serial number 446125; terminates infusion at 1 ml remaining in cartridge, stops pump despite lubricating syringe prior to filling. Replacement cadd ms3 pump sent. No further details provided.